Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve (12) years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera xenon light source caused a flickering image. The issue was found during reprocessing. The next scheduled device procedure was a gastroscopy. The patient was not under anesthesia when the issue was found. No adverse effects to patient reported.

Manufacturer narrative:
The device was returned for evaluation. During testing, the reported issue was not confirmed; no flickering occurred and no changes in brightness were observed. During examination, the front panel was found to be damaged, the switch was stuck and the output socket was loose and worn. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.